Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the care group pop-up alarms were not working. No patient incident occurred.